Event description:
The customer reported an alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded home switch . Unable to verify the initial alarm due to the motor error alarm. Unable to perform the displacement test due to the motor error alarm.